Event description:
It was reported that the device delivered inappropriate high voltage therapy for an episode of atrial fibrillation. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequences.